Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed the event date as 22 aug 2024. It was stated that reported 8 mm fenestrated bipolar forceps instrument was connected properly. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have no damage to the conductor wire. The instrument also passed the electrical continuity test. No thermal damage was observed at the yaw pulley. Event date in section b3 was updated to 08/22/2024 based on the new information received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) instrument arced at the tip. The customer used a backup fbf instrument to continue with the procedure. The procedure was completed with no reported injury.